Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3. There were no holes or leaks found in any of the lines. The baxter technical services representative had the hp cycle the power to get a system error 2367 alarm. The hp would complete therapy with manual supplies and speak with his nurse about the incident. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. She stated that there was nothing unusual about the cassette. The patient had contacted his nurse regarding the event, and there were no adverse effects reported in relation to this incident. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about the event, and that the patient's therapy had been going well since. There were no adverse effects reported in relation to this incident.